Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 417 mg/dl at the time of incident. The customer¿s current blood glucose value was 341 mg/dl. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer stated that the basal rate and bolus wizard was programmed accurately. The customer declined further troubleshooting. The infusion set cannula was bent. The insulin pump will not be returned for analysis.